Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no "upstream occlusion" alarm messages but did have multiple "high pressure" alarm messages. Functional testing included upstream occlusion sensor testing. The pump was run and the "upstream occlusion" alarm message was unable to be duplicated. Testing was unable to duplicate the pump freezing during infusion. The upstream occlusion sensor and the downstream occlusion sensor were replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump's upstream occlusion alarm would not sound. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.